Event description:
Customer's spouse reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Blood glucose value was 128 mg/dl. It was stated that the customer was pushed into the waving area of the swimming pool and the insulin pump was half way submerged into the water. Customer was far away from home and could not complete troubleshoot and arrange the replacement. Customer would be calling back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.